Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument logs showed the instrument had failed to initialize due to a jammed mechanism. Visual inspection was performed and found a broken piece of the stapler release kit (srk) in hole 1. A lodged srk tip in hole 1 indicates that an srk was used. Since the initial failure was a low rom homing failure, the jaws would have been clamped shut without the ability to remove the reload. The instrument did not arrive with a stapler reload stuck in the jaws. It is possible that the site used and broke an srk while attempting to open the jaws after the low rom failure. The jamming of the cam against the unclamp hardstop would likely have come from a second srk/irk used in hole 2. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken piece of the srk found inside the instrument housing could result in the instrument grips not opening due to the breakage. Although this did not cause an adverse event, if this malfunction were to reoccur this could necessitate medical intervention if the instrument grips were closed on patient tissue.

Event description:
It was reported that during a da vinci-assisted colectomy procedure, the endowrist stapler 45 instrument was not being recognized by the da vinci system. There was no report of patient harm, adverse outcome or injury.